Event description:
Intraoperatively, during an orthopedic procedure, the neptune rover's power pole became dislodged from its receptacle. The 3000 ml bag of saline which was hanging from the power pole landed on the mayo stand. This event happened at the end of a case and the tech was able to move the mayo stand away from the sterile field. Closure was finished. There was no injury to the pt, physician or staff.